Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The customer rep informed the fse the user had inadvertently pressed the fast stop switch. The system operates as intended.